Event description:
The manufacturer was notified on (B)(6) 2015 that a patient passed away while waiting for a redo avr surgery due to a failed mitroflow prosthesis (model# and serial# unknown). No other details provided despite several follow-ups since then.

Manufacturer narrative:
Result: the review of device history records (DHR) will be performed if serial number is identified. No further evaluation can be conducted as valve will not be available. Device will not be available.